Manufacturer narrative:
Event occurred in (B)(6).

Event description:
Reporter stated that a patient sample was measured, using the inform system, with back-to-back results of 21.2 mmol/l, 11.9 mmol/l, and 8.6 mmol/l. An additional sample, obtained from the same patient 30 minutes later, reportedly measured 7.6 mmol/l in the facility's lab. No treatment, based on the values obtained on the inform system, was reported. No adverse event was reported. The manufacturer requested the return of the suspect product and preplacement product was shipped.